Manufacturer narrative:
(B)(4). Batch #. The analysis found that one long60a device was returned with no apparent damage and with one ecr60d cartridge loaded in the device. The cartridge reload was received fully fired and with the pan damaged. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. While no conclusion could be reached as to how the pan became damaged. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa.. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Photographic analysis: image received shows tissue, malformed staples and bleeding can be observed. Based on the image alone the event describe is confirmed. Please refer to the device analysis for full analysis details and conclusion.

Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during the laparoscopic sleeve gastrectomy, after 3rd firing, found the staples malformed with irregular shape. Another like product was used to complete the procedure. There is no report on the patient's injury.